Manufacturer narrative:
The ge healthcare service representative inspected the unit and could not reproduced the reported failure. Service level tests and calibrations performed. Super user calibration carried out. The unit was returned back to customer.

Event description:
The hospital reported that, during a case, alarm "limit reached" was frequently activated. There was no reported patient injury.